Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter stated that the pump was not emitting audible tones. The pump allegedly emitted a low cartridge warning without a corresponding tone. It was also alleged that no audible tones were emitted while the reporter performed the rewind, load, and prime steps. The settings for these sounds were reportedly set to high. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, all appropriate audible tones were operational.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.